Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v739070, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient woke up this morning and it felt like their implantable neurostimulator (ins) was shocking them. The patient tried to adjust the stimulation today and was not able to. The patient was then advised to place the antenna accessory of their programmer unit over the ins site and pressed the synchronize button where a ¿splash¿ screen was seen after which a synchronize screen was observed. It was recommended that they try new batteries in the programmer and was going to go to the store to get new ones. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient had not been happy since having the device implanted. It was noted implanted (B)(6). Stimulator not working and feels like a shocking pain in that area. It was noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient noted they had concerns but nothing was said can be done about it. The patient had gone in several times to get the device adjusted. It was also noted that the patient was still having concerns with their device or therapy but had not sought further help.